Manufacturer narrative:
(B)(4). Provider called back and said the accident had nothing to do with the chair. He was just calling to get parts to repair.

Event description:
The dealer reports the end user was in a car accident and broke both legs.

Manufacturer narrative:
It was determined that device did not malfunction and the user was not injured due to the device. The initial medwatch was unintentionally sent.